Event description:
Related manufacturer report number: 3006705815-2023-06097. It was reported that the patient experienced ineffective stimulation and pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire scs system was explanted to address the issue.

Manufacturer narrative:
Date of event. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 19009978.